Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 05/12/2011 to the present date 10/8/2020 and confirmed that this device was previously returned for servicing and there were no production failures which correlate to the customer reported issue.

Event description:
It was reported that the device experienced a sensing problem. There was no patient involvement.